Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. Upon evaluation, the charger/modem would not charge a battery pack. Upon evaluation, the u600 component on the bedside board was defective. The cause of the inability to charge a battery pack is the defective component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.